Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was around 130 mg/dl. Reportedly, customer plugged pump into a power source, pump turned on, and customer continued insulin therapy.